Manufacturer narrative:
In the event the device is returned to the manufacturer, the reported event cannot be analyzed via laboratory testing. (B)(4).

Event description:
It was reported the patient experienced motor dysfunction/loss and extremity weakness in addition to hematoma following the implant procedure. The patient experienced loss of sensation and movement of both legs. As a result, the scs system was explanted on the same day. The patient was being monitored following the explant procedure.

Event description:
Follow-up revealed the patient had not regained movement in the legs. The symptoms are still ongoing.

Event description:
Follow-up revealed the symptoms were still ongoing. The patient is in therapy.